Event description:
This is a report for an event that occurred in the left eye of a patient. Refer to medwatch 9681121-2012-00031 for a description of the event that occurred in the right eye. It was reported from an eye care professional that a patient developed corneal ulcers in both eyes associated with contact lens wear. The patient began lens wear in (B)(6) 2012 and wore the lenses as extended wear. The ulcers were diagnosed at an (B)(6) facility. The eye care professional did not diagnose, treat, or perform follow-up on the event. The eye care professional was able to determine the issue resolved. The patient has elected not to resume lens wear at this time. No further information is available.

Manufacturer narrative:
Unopened product was returned for evaluation and was found to meet specifications. The device history and sterilization records for the returned lenses have been reviewed and found to be in compliance. A manufacturing investigation of the affected lot revealed there was no nonconformity or deviation during the manufacturing process which related to the nature of the complaint. The root cause could not be determined. (B)(4).